Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
Siemens became aware of an incident on the artis pheno system. During an emergency procedure for a ruptured abdominal aortic aneurysm (aaa), the system abruptly shut down and required a reboot. The scan was completed following the system re-start; however, the treatment was delayed. The patient subsequently expired. The relationship between the system failure and the patient death is unknown at this point in time. Siemens has requested additional information for this event.

Manufacturer narrative:
H10: manufacturer narrative: h3, h6: siemens healthineers completed the investigation of the reported event. The investigation was performed based on expert discussion and considerations of the complaint description, customer service reports, system history, and log file analysis. Siemens healthineers was informed by its service organization that during an emergency procedure, the system abruptly shut down, followed by a lengthy boot-up sequence. A robotic braking test was also requested during boot-up. According to the provided information, the patient had a ruptured aaa (abdominal aortic aneurysm), as well as prior surgical interventions for a previous aaa repair. An open surgery was needed to fix the current ruptured aaa which was previously noted on the CT scan. It was confirmed that the open surgery was not due to the delay. The patient subsequently expired. There is no indication for a causal relationship between described system failure and patient death. The investigation showed that after starting the system, the system recognized that one of the three motor control unit (mcu) boards was not ready. Consequently, the system was switched to reduced speed and deactivated collision control. The user was informed by the system with the messages "collision control deactivated" and "limited stand/table movement, wait". The detailed investigation of the log files revealed that the system was shut down properly and without error on (B)(6) 2023. There were no log files recorded on (B)(6) 2023. It is assumed, based on the gathered information, that the operation spanned between the night of the 18th of february until the morning of the next day. Furthermore, according to the communication received, the emergency power off (epo) was activated at some point after the system was switched on for the emergency case. Since there were no log files recorded, according to expert opinion, it is most likely that the epo must have been activated during boot-up, which caused the system to abruptly shut down. Please note that the epo is not part of the system. The circumstance that led to the activation of the epo cannot be determined. After the epo was reset by the in-house engineer, the system booted-up on (B)(6) 2023, at 3:27. Due to the undefined shut down, the system did not boot-up correctly. The error messages "reduced stand/table speed" and "collision detection disabled, sc - move carefully" were displayed. After performing the defined recovery procedure according to the operator manual in chapter 2.10.4 recovery procedures in case of system, the error messages were removed. However, the system expected a stand test, displaying the message "stand test necessary within 0 days - move to parking position to start". Nevertheless, system movements were possible again, which was confirmed through simulation. The stand test was successfully completed. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error which leads to corrective action, could not be determined by the investigation. No malfunction of the system could be detected. This complaint has been closed.